Manufacturer narrative:
(B)(4). The actual sample isn't available.

Event description:
A nurse reported to a baxter sales representative that a leak from the last fill line was observed during patient use. According to the patient, it was highly possible that the leak was due to insufficient connection between the last fill line and an extraneal. There was no patient injury or medical intervention reported. The actual sample isn't available for evaluation.